Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer has had multiple occlusion alarms during bolus delivery. The customer would either resume insulin after receiving the alarm and set the pump to administer the remaining insulin dosage or change the site of the infusion set. The customer's blood glucose level was not impacted.